Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported sheath detachment could not be confirmed as the device was returned with the exchange sheath fully engaged with the clip applier. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported event could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: a second sheath was used for the second starclose se device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a starclose se device with a 6fr sheath after a percutaneous coronary intervention procedure. Reportedly, the sheath hub was connected to the clip applier. A click was heard and also confirmed visually. When initiating splitting of the sheath, the sheath hub "bounced" out of the side arm slot and it was not possible to engage it again. The wire was reinserted and a second starclose se device was inserted into the same sheath hub to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.